Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 42mg/dl and that the insulin pump did not alarm. The customer was treated for the low blood glucose with food. Customer's blood glucose level was 131mg/dl at the time of the call. The customer was assisted with troubleshooting. The customer was not connected to the insulin pump while priming. The device insulin pump programming was accurate. There was no indication that the insulin pump over delivered insulin. Customer was advised that insulin pump did not alarm due insulin pump not communicating with sensor because of lost sensor alarm. The insulin pump passed self-test. The insulin pump will not be returned for analysis.